Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2023, 2022 with an episode of inappropriate shock from the implantable cardioverter defibrillator (ICD) due to the device incorrectly interpreting premature ventricular contractions signals as ventricular fibrillation episodes. Programming changes was performed on the device. The patient was scheduled for continued monitoring. The patient was in stable condition.